Event description:
The pt reportedly experienced retention issues and loss of lock between her external equipment and the implant. Multiple attempts with varying magnet options and strengths were made. However, the problem was not resolved. The surgery to replace the pt's magnet will be scheduled.